Event description:
The customer reported multiple cartridge alarms, including a 30a alarm while speaking with clinical support. These issues led the customer to lose confidence in the reliability of their pump. Although the customer noticed an increase in blood glucose levels due to delayed insulin delivery, the levels did not exceed 500 mg/dl (27.7 mmol/l). Clinical support and the customer attempted various troubleshooting methods without success, prompting a recommendation for the pump to be replaced. In the interim, the customer planned to continue using the current pump.